Event description:
Boston scientific received information that during this implant procedure, out of range impedances were observed from the left ventricular (lv) tip to ring pacing vector, however threshold and sensing measurements were appropriate. The sales representative tested additional vectors and impedances were within an acceptable range. Technical services was contacted and discussed using the other vectors and noted this issue may be due to a connection with the ring in the header. No adverse patient effects were reported.

Manufacturer narrative:
The device and lv lead were subsequently used during the procedure and impedances were documented at 985 ohms. Should additional information become available, this report will be updated.